Manufacturer narrative:
Concomitant medical products: syringe, therapy date: (B)(6) 2017. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the needle-free valve cracks and leaks during patient use. There is no report of patient harm.

Event description:
The customer reported that the maxzero cracked and leaked at the connection to the trifuse during patient use. The customer later states that they have noticed that the maxzero's only crack and leak when connected to the trifuse tubing.